Event description:
It was reported that log files were submitted for analysis. The log files captured an odd string of power cable disconnect alarms associated with the white lead along with the alarm silence button being activated repeatedly. This is followed by no external power events due to power being removed from both controller leads. These are followed by a pump stop and controller clock corrupt events. On (B)(6) 2026, the log file captured low power advisory, low power hazard and no external power events which are not responded to. The clock corrupt was caused by a total loss of power to the system. The amount of time the pump was off could not be determined. Once power was restored the pump returned to operating at the set speed. The file shows the clock was reset on (B)(6) 2026. Additional communication revealed that emergency medical services (ems) found the patient "altered," and they were febrile, septic, and drug screen positive for meth on admission. The site assumed the patient let the batteries run out while altered and stated there was no visible damage to the equipment.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of power cable disconnect, no external power, pump stop, and controller clock corrupt events were confirmed via review of the submitted log files. The log file captured power cable disconnect alarms at 12:06:03 on (B)(6) 2025 followed by no external power alarms from 12:32:48 - 12:32:53 due to both system controller power leads being disconnected from power. The system controller backup battery supported the system during the loss of power. The no external power alarms were resolved once the black power lead was reconnected to 14v batteries. The log file captured a low voltage advisory alarm on (B)(6) 2026 at 04:54:45 due to the 14v batteries falling below the low voltage threshold. The 14v batteries were connected to the controller for approximately 20 hours prior to the alarm activating. A low voltage hazard alarm then activated on (B)(6) 2026 at 07:20:42. A no external power alarm activated on (B)(6) 2026 at 07:36:22 due to the 14v batteries becoming fully depleted, resulting in the system controller backup activating to support the system during the loss of power. After continued use, the backup battery became fully depleted, resulting in a total system shutdown on (B)(6) 2026 at 09:40:24. These alarms appeared to have been caused by the system controller losing power due to total battery depletion. The system powered back on following reconnection to external 14v battery power. The pump and controller clocks were reset consistent with a total loss of power to the system no other notable events or alarms were captured. The system appeared to function as intended while the system was connected to power. The heartmate 3 system controller (serial number: (B)(6) was not returned for evaluation. The root cause of the observed alarms and pump stop was determined to be full depletion of the external batteries as well as the controller¿s internal backup battery; however, due to the patients altered state it is unknown whether they could appropriately respond to the alarms. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Heartmate 3 patient handbook (rev. A) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. D) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including clock not set, low voltage, no external power, power cable disconnect, and pump off alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. D) section 1 entitled ¿introduction¿ states that when fully charged, a pair of heartmate 14 volt lithium-ion batteries can power the system for up to 10¿17 hours, depending on the activity level of the patient. Heartmate 3 instructions for use (rev. D) section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook (rev. A) section 3 entitled ¿powering the system¿ instructs the patient on how to properly switch between power sources to prevent loss of power. Heartmate 3 instructions for use (rev. D) section 2, entitled "system operations", explains how to set the system controller clock using the heartmate touch app. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.